Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the rv defibrillation impedance was steady at approximately 47 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016; the svc defibrillation impedance was steady at approximately 62 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Concomitant medical products: 5076 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, along with a rv and svc lead impedance alert. It was noted during a follow-up visit, manual measurements of the rv lead indicated out of range and variable impedance and a lead fracture was suspected. The rv lead was inactivated and the patient attended a follow-up appointment for a possible lead revision, however, it was noted the lead impedance trends had presented as stable since the transiently high impedance was observed and no changes were made to the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.